Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic hysterectomy, while using a continuous point, to close the vaginal cupola, the needle of the device broke. Another device was used to complete the case. There was no patient injury.